Event description:
It was initially reported that during a da vinci-assisted incisional hernia tapp procedure, ¿peritoneum was stuck in the wrist of the force¿ and that ¿no harm was done to patient, but they will have to repair¿. The procedure continued robotically. The surgeon was moving and articulating a force bipolar (fb) instrument, then slightly pressed the fb instrument down on patient anatomy, peritoneum tissue got stuck in the wrist portion of the instrument. The force bipolar instrument was moved around and released from tissue without incident. While there was no report of patient injury, as a precaution, the surgeon placed a suture across the affected area. The surgeon had planned to repair and excise the tissue within the affected area as part of the planned surgical procedure. The procedure completed as planned robotically with no further complications and no patient injury.

Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication is unknown. There is no RMA associated with this complaint. Also, there is no evidence or allegation that an intuitive surgical inc. (Isi) device caused or contributed to an adverse event. Therefore, there are no isi products expected to return for evaluation. A follow-up MDR will be submitted if additional information is received. A review of the instrument logs was performed on (B)(6) 2021 for a procedure on (B)(6) 2021 on system sk3649. Force bipolar instrument part #471405-06 // ln: n10201117-0080 // sn: (B)(4) was in use for 2:49:49 (2 hours, 49 minutes, and 49 seconds) and it had 13 of 15 uses remaining. While none of the reusable instruments used in the case, including the force bipolar instrument, were used in subsequent procedures, a site review shows no complaint filed against any of the instruments. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted incisional hernia tapp procedure, ¿peritoneum tissue was stuck in the wrist of the force bipolar (fb) instrument. The instrument was moved around and released from tissue without incident. While there was no report of patient injury, as a precaution, the surgeon placed a suture across the affected area.